Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose was between 54-500 mg/dl. Customer continued to use the pump for insulin therapy and did not respond to follow up attempts.